Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# va2l6w4026 implanted: (B)(6) 2022, explanted: product type lead product ID 977a260 lot# serial# va2l6w4027 implanted: (B)(6) 2022 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: va2l6w4026, ubd: 18-apr-2026, UDI#: (B)(4).; product ID: 977a260, serial/lot #: va2l6w4027, ubd: 18-apr-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain indications. The reason for call was caller inquired about MRI eligibility if the lead has migrated out of the epidural space. Caller stated that patient saw surgeon (unknown what prompted the visit) and x-rays were ordered. Caller stated the imaging center contacted them and indicated that when looking at lateral x-ray, it appears one of the leads has migrated out of the thoracic area and into sub-q tissue. Tss reviewed that if the lead was out of the epidural space, patient would no longer be full body eligible and to ensure MRI mode information is up to date. Troubleshooting was not required. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Tss forgot to ask which lead may have migrated.

Event description:
Rep stated the cause was unknown. Patient reported loss of therapy. Lead revision was scheduled for (B)(6) 2022. Patient's weight was unknown.

Manufacturer narrative:
H6: previously reported annex f code f11, is no longer applicable to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.